Event description:
It was reported that the sheath had difficulty crossing into the la, may have caused spline inversions during catheter deployments, and the patient experienced a cardiac tamponade. The procedure was cancelled. During an atrial fibrillation ablation procedure, a faradrive sheath was used. Transseptal puncture from the femoral vein to the left atrium was performed. After the wire entered the left atrium (la), resistance was felt when attempting to advance the entire system into the la. The orientation of the dilator curve was adjusted, and the system was inserted into the la. When advancing the wire toward the left superior pulmonary vein (lspv), slight resistance was encountered; after changing the angle, the wire was successfully inserted into the lspv. Subsequently, the farawave catheter was inserted into the la and deployed into the basket configuration; however, a cobra-shaped deformation was observed. Shape correction was performed outside the body, but once reintroduced into the body, the catheter again assumed a cobra shape, and therefore the catheter was replaced. The same event occurred even after the replacement. As a sheath-related issue was suspected, the sheath was replaced. At that time, the blood pressure decreased from the 110s to the 80s, and pericardial effusion was confirmed by echocardiography. As an initial finding of cardiac tamponade, pericardiocentesis was performed. An arterial line was secured, and continuous blood pressure monitoring was initiated. Hemostasis was confirmed by echocardiography in the cardiac catheterization laboratory. Blood pressure recovered and stabilized. It was considered that the transseptal wire position was closer to the anterior wall, and that the anterior wall may have been rubbed by the versacross dilator and the faradrive. As the blood pressure had been gradually decreasing, the physician commented that the mechanism was more likely due to abrasion rather than perforation. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, or if any further relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation summary: based on the available information, we have determined that the cardiac tamponade, pericardial effusion, and hypotension are known inherent risks with use of this product. Device analysis of the returned faradrive sheath did not identify any abnormalities or defects that could have contributed to the reported issue. Based on the complaint summary, the reported difficulty in crossing the septum may have been influenced by other factors, such as physician technique or patient anatomy. However, without confirmation, the root cause of the issue cannot be determined. Visual inspection identified a kink near the distal tip of the sheath's shaft as a secondary finding. This condition would not have contributed to the reported allegation, and the complaint summary did not reference any issues with the shaft. Therefore, this condition may not have been present at the time of the event and likely occurred during device transportation or storage. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at boston scientific's post market laboratory, kink was found near the distal tip of the returned sheath during visual inspection. Evaluation of the sheath's functionality observed a successful performance as it was able to achieve and maintain its intended curvature at the distal tip of the shaft. The distal tip of the sheath and dilator interface was measured at 0.213", which conformed to the design specification of the device. The faradrive sheath and a 'known-good' farawave catheter were prepared to perform device-to-device interaction testing. The assembly demonstrated successful interface performance, as the catheter was able to achieve and maintain all deployments. Microscopic images did not find any abnormalities or defects at the distal tip of the shaft, that could have contributed to the reported issues. Labeling review: review of the instructions for use confirmed that cardiac tamponade, pericardial effusion, and hypotension are addressed as a potential procedural complication when using the faradrive sheath. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the faradrive sheath device confirmed that the events of difficult to cross septum, device interaction with another device, cardiac tamponade, pericardial effusion, and hypotension are known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive sheath device is acceptable. Investigation conclusion: based on the information provided, the reported event of cardiac tamponade, pericardial effusion, and hypotension are known inherent risks of the faradrive sheath. As stated by the instructions for use, "potential adverse events associated with use of the faradrive sheath includes, but are not limited to: hypotension, cardiac trauma, for example: cardiac perforation/cardiac tamponade/pericardial effusion." A cause was not established for the allegation of difficulty crossing the septum, as device analysis did not identify any abnormalities or defects that could have contributed to the reported issue. No problem was detected regarding device-to-device interaction with the farawave catheter, as device analysis evaluated and observed a successful performance of the returned sheath interfacing with a 'known-good' farawave catheter. The "cause traced to transport/storage" conclusion code was selected for the secondary finding of a kink, as visual inspection identified a kink near the distal tip of the sheath's shaft. Based on the complaint summary, this defect was likely caused during transport or storage. There were no indications that the device was used outside the bounds of labeled/indicated use.

Event description:
It was reported that the sheath had difficulty crossing into the la, may have caused spline inversions during catheter deployments, and the patient experienced a cardiac tamponade. The procedure was cancelled. During an atrial fibrillation ablation procedure, a faradrive sheath was used. Transseptal puncture from the femoral vein to the left atrium was performed. After the wire entered the left atrium (la), resistance was felt when attempting to advance the entire system into the la. The orientation of the dilator curve was adjusted, and the system was inserted into the la. When advancing the wire toward the left superior pulmonary vein (lspv), slight resistance was encountered; after changing the angle, the wire was successfully inserted into the lspv. Subsequently, the farawave catheter was inserted into the la and deployed into the basket configuration; however, a cobra-shaped deformation was observed. Shape correction was performed outside the body, but once reintroduced into the body, the catheter again assumed a cobra shape, and therefore the catheter was replaced. The same event occurred even after the replacement. As a sheath-related issue was suspected, the sheath was replaced. At that time, the blood pressure decreased from the 110s to the 80s, and pericardial effusion was confirmed by echocardiography. As an initial finding of cardiac tamponade, pericardiocentesis was performed. An arterial line was secured, and continuous blood pressure monitoring was initiated. Hemostasis was confirmed by echocardiography in the cardiac catheterization laboratory. Blood pressure recovered and stabilized. It was considered that the transseptal wire position was closer to the anterior wall, and that the anterior wall may have been rubbed by the versacross dilator and the faradrive. As the blood pressure had been gradually decreasing, the physician commented that the mechanism was more likely due to abrasion rather than perforation. The device is expected to be returned for analysis. It was further reported that a therapeutic act was maintained during the procedure. The patient was hospitalized for an unknown duration of time, though the patient's discharge status is not available.

Event description:
It was reported that the sheath had difficulty crossing into the la, may have caused spline inversions during catheter deployments, and the patient experienced a cardiac tamponade. The procedure was cancelled. During an atrial fibrillation ablation procedure, a faradrive sheath was used. Transseptal puncture from the femoral vein to the left atrium was performed. After the wire entered the left atrium (la), resistance was felt when attempting to advance the entire system into the la. The orientation of the dilator curve was adjusted, and the system was inserted into the la. When advancing the wire toward the left superior pulmonary vein (lspv), slight resistance was encountered; after changing the angle, the wire was successfully inserted into the lspv. Subsequently, the farawave catheter was inserted into the la and deployed into the basket configuration; however, a cobra-shaped deformation was observed. Shape correction was performed outside the body, but once reintroduced into the body, the catheter again assumed a cobra shape, and therefore the catheter was replaced. The same event occurred even after the replacement. As a sheath-related issue was suspected, the sheath was replaced. At that time, the blood pressure decreased from the 110s to the 80s, and pericardial effusion was confirmed by echocardiography. As an initial finding of cardiac tamponade, pericardiocentesis was performed. An arterial line was secured, and continuous blood pressure monitoring was initiated. Hemostasis was confirmed by echocardiography in the cardiac catheterization laboratory. Blood pressure recovered and stabilized. It was considered that the transseptal wire position was closer to the anterior wall, and that the anterior wall may have been rubbed by the versacross dilator and the faradrive. As the blood pressure had been gradually decreasing, the physician commented that the mechanism was more likely due to abrasion rather than perforation. The device is expected to be returned for analysis. It was further reported that a therapeutic act was maintained during the procedure. The patient was hospitalized for an unknown duration of time, though the patient's discharge status is not available.

Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.